Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias are a potential adverse event associated with aortic valve replacement. Atrial fibrillation is a common pre-existing arrhythmia in patients undergoing valve replacement. It also can be associated with the procedure, or can be a progression of the patient¿s disease at some point in the post-operative period. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, despite ongoing efforts to decrease its occurrence, postoperative atrial fibrillation (poaf) remains a frequent complication of cardiac surgery. Although the etiology of poaf is not completely understood, several mechanisms and risk factors have been identified. Multiple studies have reported the main factors associated with an increased risk of poaf as advanced age, the complexity of the procedure, a history of heart failure, and low ef in addition to a higher euroscore, which is descriptive of the current tavr patient population. A review of the literature involving the study of thousands of patients has found no cases in which the cause of poaf was determined to be related to the device being implanted. As a result, an in depth investigation into these events, beyond documentation of the potential predisposing factors, is of limited value. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the cause of the reported event cannot be confirmed, investigation results suggest/indicate procedural factors (anesthesia, rapid pacing), in addition to the patient factors and co-morbidities may have contributed to the bradycardic afib on pod2 and subsequent placement of a permanent pacemaker on pod4. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4) and through the (B)(6) case registry, during a transfemoral tavr procedure, a 23mm sapien 3 valve was deployed in the 70:30 aortic/ventricular (a/v) position. Two (2) days post valve deployment, bradycardic atrial fibrillation was confirmed. On postoperative day (pod) 4, a permanent pacemaker (ppm) was implanted. The patient outcome was determined to be ¿recovered¿. The valve remains implanted in the patient. The native annular valve area measured 369mm2. Information regarding the degree of valvular calcification was not provided. Per medical opinion, the event was related to the procedure. The relationship to the implanted valve was denied.